Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One expedium quick-connect single innie polyaxial screwdriver was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Event description:
During revision extension of fusion surgery four 6x45mm expedium screws were removed. The surgeon then used the 7mm tap to dilate the old holes. Upon insertion of the 7x45 cortical fix screw at l5 on the right the tip of the screwdriver broke off in the screw shank. The screwdriver tip was unable to be retrieved from screw shank so screw had to be removed. Removal of the screw was very difficult because of inability to access screw shank. Second one was broke trying to get the screw out.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.